Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon fitting the device onto the patient's tracheostomy tube, it immediately gave out loud noise and they had to take it off. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one sample was received not in its original opened packaging. The product was used for treatment. A visual inspection was performed and it was observed that no abnormalities were found. It was also noted that the lot reported by does not match with our plant lot. The received product met specifications. The complaint mode was not confirmed. No mitigation/correction required since sample returned is not defective. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a speaking valve was applied to the patient's tracheostomy tube when it was heard to produce a buzzing sound so the usage was discontinued. The customer reported that there is no patient injury and that re intubation was not required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.